Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a pump prior to implantation. It was not used in a patient. It was reported that the scrub tech was not able to put drug into the pump. Numerous attempts were made to extract any air that got into the pump with different syringes to no avail. Another pump was opened for implant and was used without issues. The defective pump was going to be returned for analysis. There were no environmental, external or patient factors which may have led or contributed to the issue. The issue was considered resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the pump was malfunctioning. On the box, someone in the case wrote defective/wasted. It was noted the pump was returned for analysis.

Manufacturer narrative:
Analysis found no anomalies. If information is provided in the future, a supplemental report will be issued.